Manufacturer narrative:
Additional device info: expiration date unknown. Results: visual inspection of the return product showed the tip of the injector was broken and evidence of a clear surgical residue. There was no lens in the unit carton. Conclusion: based on the complaint history and the evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the tip of the injector broke off and tore the aa4204vl silicone single piece lens as the surgeon was inserting in the eye. The surgeon removed the lens and loaded another same model lens in a new injector, which was successfully implanted. The reporter stated the injector was faulty.